Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, c-ring ended up getting broken in half, but no piece of the device fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the c-ring, the metal wire, scope wash tubing, cannula, and handle. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing, the c-ring, and the metal wire remained attached to the cannula due the presence of a retention rib. The silicone insulation was observed to be cracked and peeled on the cold jaw. A piece of the silicone was peeled and detached from the tip, but remained attached to the base. The silicone insulation was detached in several areas from the tip. These pieces were not returned. The heater wire of the hot jaw was observed to be slightly flexed in the center, but remained attached to the base and tip of the jaw. Based on the condition of the returned device and the results of the evaluation, the reported failure "break" was confirmed. In addition, the analyzed failures "peeled" and "material twisted/bent" were also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, c-ring ended up getting broken in half, but no piece of the device fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.